Manufacturer narrative:
Concomitant products: 6725 crdm adaptor, implanted (B)(6) 2017; 429688 lead, implanted (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has significant swelling and bruising at the pocket site. The patient has a hematoma and is having a pocket evacuation. The device remains in use. No further patient complications have been reported as a result of this event.